Event description:
At about 1 year and 3 months the patient came in due to signs of an infection and the cause is unknown. The surgeon performed a swap of the liner and head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 28-aug-2025: ball heads: mectacer 01.29.213 mectacer head biolox delta dia.40 12/14-m (k112115) lot. 2346015: (B)(4) items manufactured and released on 21-12-2023 expiration date: 2028-12-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Mpact 01.32.4052hct flat pe hc liner ø40/g (k103721) lot. 2312023: (B)(4) items manufactured and released on 13-07-2023 expiration date: 2028-06-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with two similar reported events during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.